Manufacturer narrative:
The patient side manipulator passed additional in-house testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that psm 3 turned off, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced psm 1 to resolve the issue (at time of procedure patient side manipulator (psm) position 1 was showing as psm 3). The fse found damage to the psm insertion drive belt. The fse was unable to find where the found screw came from. System was tested and was ready for use. Isi did receive the psm to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The fse had mentioned damage to the insertion drive belt as well as a sheared screw that had come off in the drape. Upon receiving the psm, fa had noticed that the distal insertion belt was broken and one of the screws holding belt on the yoke had come off. There was also damage on the flat flex cable's (ffc) from the broken belt as well which could have possibly caused the psm to shutoff. As a fix, the full belt assembly will be replaced. Fa was unable to complete system testing due to the broken belt. The unit will be returned to fa after the repair is completed.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure that patient side manipulator (psm) 3 turned off. A small screw was found in the drape around the psm 3. The doctor finished the case without psm 3 as they did not know what the screw represents for psm 3. The customer called back to report one of the arms lost power and was not working. The customer stated the surgeon was still working. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested power cycling the system when possible. The customer stated he would call back if they need additional assistance. Surgeon continued with case robotically. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.